Event description:
It was reported that the patient had difficulty charging the ipg as it was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.